Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported the patient presented for implant procedure. During surgery, the atrial leadless pacemaker (lp) exhibited high pacing impedance. The lp was removed and a thrombus was noted on the helix. The thrombus was removed and the lp was implanted. The patient was discharged following the procedure.